Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, paint was chipping from fork and spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 300. As it was stated, paint was chipping from fork and spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. The offer of the repair was proposed to the customer, however, it was not accepted. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since paint chipping could be considered as technical deficiency, and in this way the device contributed to the event. The provided information does indicate that upon the event occurrence the device was not being used for patient treatment. When reviewing similar reportable events registered for the issue of paint peeling on powerled and hled surgical lights, it was confirmed that in the last 5 years, there is one event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate. According to the subject matter expert at the manufacturing site, it was concluded that maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.